Event description:
The dr attempted to deploy the g2 filter via the left femoral approach. There was no twisting of the pusher wire, and a smooth deliberate delivery process was employed. The filter deployed 95% of the way, when the filter feet became stuck in the end of the catheter and could not be freed. A recovery cone was deployed via the jugular approach. Grasping the top of the filter with the cone, the filter was released from the catheter and was able to be placed straight and in the intended location in the vena cava.